Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality and could cause the unspecified alert screen received issues . It is possible that the cracked nose cone caused the reported assembly/disassembly issues. No incident related to the reported event was observed during the batch record review.

Event description:
It has been reported that during an unknown procedure, it was not possible to remove the device from the handpiece and an alarm was displayed on the screen. Another like device was used for the procedure. No patient consequence were reported.